Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. The device was returned without the stent. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the balloon appeared to be in a deflated state with crimp markings still visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 22cm distal to distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. Resistance were encountered and the stent was deformed. The device was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. Resistance were encountered and the stent was deformed. The device was removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.